Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unit has a helium leak. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. In order to fix the issue, the fse replaced the high pressure helium regulator. After replacing the part, the fse confirmed that there was no helium leak. The unit passed all inspections and was returned and delivered to the customer. The following investigation was performed by technician of the failure analysis and testing department (fat) wayne, nj. The failure analysis and testing department received a pressure regulator, with a reported of ¿helium leaks¿. Performed visual inspection of the pressure regulator per the cardiosave service manual and found no visual damage and the part looks to be in good condition. Installed the pressure regulator into the iabp cardiosave test fixture for testing of the reported problem. Performed and tested in accordance with the cardiosave service manual, in an attempt to recreate the reported problem, the test was able to trigger the reported complaint of ¿helium leaks¿. (Drop more than 20 psi in the 5 minutes). The failure analysis and testing department was able to replicate the failure experienced by the customer and it looks like the pressure regulator has a large helium leakage. Retaining the pressure regulator in the failure analysis and testing department per procedure.